Event description:
On (B)(6) consumer was preparing to go to an appointment with his periodontist when he broke a tooth while using our flosser. It was a #11 medial. He and his wife have found the very slim floss catches in their teeth and causes them to have to use unusual force to get the floss out. Consumer sought medical attention.

Manufacturer narrative:
No add'l info is given by the consumer. No lot code was given, no product was returned for investigation. Tooth fracture is considered a serious injury and a reportable event. However, dental professionals have indicated that a healthy tooth cannot be broken, fractured, or otherwise compromised, and for this type of injury to occur the consumer's teeth had to be compromised in some fashion and is not a result of the floss itself.